Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Upon receipt, no communication could be established with device due to low battery voltage below eol. Due to lack of information, the longevity estimate could not be performed. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion below eol could not be determined.

Event description:
This report is to advise of an event observed during analysis.